Event description:
It was reported the patient is unable to exit MRI mode and the ipg is unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was explanted and replaced to address the issue.